Event description:
Customer reported her insulin pump alarmed battery out limit and she cannot clear the alarm because the buttons are unresponsive. Customer changed the battery twice. Customer's blood glucose was 111 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.